Manufacturer narrative:
Additional, changed, and/or corrected data. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional additionally reported implant "showed fluid around capsule" and "double capsule". The device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality, or performance. The sterilization run was not related to any additional complaint infection record reported at time of investigation. During the trend review of all infection complaints for the period of aug/2018 through jul/2020 no adverse trend was noted. Given the fact that the cause of the infection could not be specifically associated to manufacturing process, and there is not an adverse trend for this type of event, no corrective action was deemed necessary at time of investigation.

Event description:
Patient reported via regulatory agency right side "rupture which has caused infection" and "was not given the correct advice during implant consultation, closely linked to bia-alcl.¿ device has been explanted.

Event description:
Healthcare professional additionally reported "implant rupture and capsular contracture. Severe capsular contracture. Capsule, debrided wound and fluid cleaned up. Complete capsulectomy."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.3., h.6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture which has caused infection.

Event description:
Patient reported a right side rupture which has caused infection. The device remains implanted.